Event description:
The customer reported that the video system center displayed no image. The issue was found during reprocessing. The following diagnostic procedure was completed with a similar device, with no delay, and no patient harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During inspection and testing, it was found that there was no image when starting up the unit due to poor signal wire connection between ap board and dp board (circuit board failure). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to connection failure of signal wire between circuit board and printed circuit board. Olympus will continue to monitor field performance for this device.